Event description:
On (B)(6) 2022 an eye care professional (ecp) called to report that a patient (pt) was diagnosed with 2 corneal ulcers while wearing the acuvue® oasys 1-day with hydraluxe® technology brand contact lens (cl). The ecp advised the 2 corneal ulcers occurred within the last few weeks. The first corneal ulcer (unknown eye) was ¿an average¿ corneal ulcer. The second corneal ulcer (unknown eye), the pt couldn¿t open the eye for 10 days. The pt went to the hospital and advised the issue is due to ¿wearing lenses.¿ the pt was prescribed unknown medication. The pt reported the eyes are fine now and the pt is currently wearing glasses. No additional medical information is known but will contact the pt for additional information. On (B)(6) 2022, the reporting ecp provided additional information. The pt had an ulcer in ¿one eye¿, then the second corneal ulcer was in the ¿other eye.¿ the ecp didn¿t know which eye was affected first. No additional medical information was provided. The pt will bring the first medical report to the reporting ecp¿s office. No additional information was provided. On 15dec2022, the reporting ecp provided additional information. The pt was diagnosed with an od corneal ulcer ¿first around november¿ and the os was a ¿couple of weeks later.¿ the reason the pt reported to the treating ecp was ¿red eyes and soreness of the eyes.¿ the pt does not sleep in the lenses and never wears the lenses more than 1 day. The medical report has not been received, but the ecp will request additional information from the pt. No additional medical information has been received. The date of the event is unknown but will be reported as 01nov2022. This report is for the pt¿s od corneal ulcer event. The event for the pt¿s os corneal ulcer will be submitted in a separate report. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 5749860109 was produced under normal conditions. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product discarded.